Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via e-mail a vague report which stated I have gotten toxic shocked. Multiple unsuccessful attempts via phone calls and email messages have been made to obtain further information regarding the consumer¿s use of the product, medical treatment, and outcome, however, no further information has been received.